Event description:
It was reported patient experienced pain at the ipg site and ineffective stimulation. Surgical intervention was undertaken wherein the system was explanted to address the issues.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.